Event description:
It was reported that the right ventricular lead exhibited over-sensing causing inappropriate shock. Programming changes were performed. Further information was requested however, was not provided.